Manufacturer narrative:
The device history record could not be reviewed since the lot umber was not provided. Manufacturing records for the subject product code were reviewed and no defects of this type were identified. Manufacturing performs a 100% functional and visual inspection on each device before release. The actual device used in the incident was evaluated. A cut (tear) was evident on the sample. An examination of production tooling identified tooling wear that could possibly damage product in the manufacturing process. Corrective action is being undertaken. No formal conclusion can be drawn on the cause of the product problem based upon an examination of the complaint device and company manufacturing records. Information from this incident will be included in our product complaint & MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.

Event description:
A report was received that a transgastric jejunal feeding tube broke 1/2 inch below the balloon after five weeks. The remainder of the tube had to be removed using an endoscope. A gastrostomy tube was used as a temporary replacement. Subsequently the doctor decided not to replace the gastrostomy tube with a transgastric jejunal tube. The patient had no ill effect as a result of the breakage. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified.